Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm prograsp forceps failed to unclamp and the tip was sharp on the edge. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was observed. Initial reporter could not provide any information regarding the procedure name or the target tissue or surgical task being performed at that time. It is unknown, if the issue with the instrument occurred after a system fault or if the jaws were stuck on tissue when the issue occurred or if the instrument was stuck on tissue. It is unknown if jaws were stuck closed on tissue and the release key/mechanism was not used and/or did not work, how was the instrument removed from the tissue. There was not any adverse effect to the grasped tissue (e.g., tissue did not require repair or medical intervention) and no unexpected tissue removal. No bleeding was observed.

Manufacturer narrative:
Based on the claim against the product by the customer noting failure to unclamp and that the tip was sharp on the edge, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the customer reported complaint "tip is sharp on edge" was confirmed. The prograsp forceps instrument was found to have mechanical indentations/burrs at the grip tips which could keep the instrument from operating properly. There were small fragments of metal falling from the grip tips. Common causes of the failure mode mechanical indentations/burrs instrument grips -tips are typically attributed to mishandling/misuse. These are attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces. An additional observation related to customer reported complaint was also identified. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly with no clamping issues. The instrument was fully functional. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the prograsp forceps failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.